Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found to be in good condition with dirty and marked up. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. According to the investigation, there was power but no motor activation therefore no water flow. Investigator unplugged the float switch and plugged a different float switch into the pcb. Manually triggered the float switch and the pump was activated. The customer?s reported issue was confirmed. According to the investigation the pump faulty float switch caused the reported issue. Investigator replaced the float switch to correct the reported issue.

Event description:
Information was received that this smiths medical level 1 hotline low flow system was not working. No adverse effects were reported.